Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that vendor accounts were unable to access the test server database due to permission issues. The technical support specialist (tss) confirmed that the customer corrected the database permissions to restore access. System functionality was verified and confirmed to be working normally. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, stations were not communicated. However, there were no delays, adverse events or injuries reported based on this event.